Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon tried to fire the instrument on the cystic duct. It appeared that there were no clips in the applier. The surgeon opened another applier to complete the case. There was no consequence to the pt.